Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
X-rays taken during a scheduled visit, approximately 1 year post-op showed an arsenal set screw had backed out of position. Fusion/healing has been achieved. The patient is asymptomatic and has no sign of pain. It has not been decided whether revision surgery is needed at this time. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.